Event description:
It was reported that t:slim x2 pump battery would not charge, even though no low power alerts, shutdown alarms, or power source alerts appeared and caller was using verified working outlet with tandem charging cable and wall adapter. There was no reported impact to the customer¿s blood glucose level. Customer was instructed by technical support to leave wall adapter plugged into known working outlet for at least 30 minutes to allow pump to begin charging, and during follow-up it was confirmed that pump was working properly.